Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The broken cable segment that contains was missing from the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument wire was found to be broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.